Event description:
It was reported that an error message had been generated for this device due to extended magnet application which caused a temporary drop in battery voltage. The voltage recovered after the magnet was removed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.